Manufacturer narrative:
This ICD is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during defibrillation threshold testing, this implantable cardioverter defibrillator (ICD) exhibited code 1004 which is indicative of a shock into a shorted lead. After this, the ICD declared end of life. Additional surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection did not reveal any evidence of an arc mark on the device case. All seal plugs were intact and all set screws operated normally. Review of the device memory noted the battery status was at elective replacement indicator which was declared by charge time. A shock lead shorted fault was confirmed to have been declared on two separate occasions. X-ray inspection of the plasma fuse also noted it was open. Analysis confirmed a shock was delivered into a shorted lead which caused electrical overstress damage to the device and contributed to the reported clinical observations.